Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device entered backup mode with no high voltage therapy available following a magnetic resonance imaging scan (MRI). The patient did not miss any high voltage therapies while the device was in backup mode. Additionally, it is unknown if the device was reprogrammed to MRI mode prior to the scan. The device was restored and reprogrammed to resolve the event. The patient was in stable condition.